Manufacturer narrative:
The field service engineer (fse) had called the site and they immediately canceled the ticket saying that it was operator error. Customer said they had an untrained tech using the system over the weekend and he had the monitors out over the x-ray field which would give the table message, "the monitor may be blocking the x-ray field." Customer said that the system was working and x-raying without issue.

Event description:
Customer stated during an unknown procedure the fluoro failed. Staff was able to move the patient and complete the procedure with a c-arm. No reported injury. No additional details are known.